Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported additional therapy/non-surgical treatment and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted restricted posterior leaflet. On (B)(6) 2020, one clip was successfully deployed, reducing mr to 1. Then on (B)(6) 2020, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 3-4. On (B)(6) 2020, the patient underwent a second mitraclip procedure to treat the slda and recurrent mr. Due to anesthesia, mr grade was 2-3 prior to the second procedure. One additional clip was implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.